Event description:
The complaint investigation confirmed a tego seal tear and collpase around the used sample device. The original complaint reported that that during hemodialysis therapy, when screwing the syringe into the blue lumen of the high-flow catheter, the silicone of the tego connector felt wrinkled, and it prevented fluid exchange. The bioconnectors were changed. There was no report of any human harm.

Manufacturer narrative:
One used list# lat-d1000, conector tego¿ was returned for evaluation. As received, a tear around the sample and a seal collapsed was observed. No mating device was returned for evaluation. Complaint can be confirmed. The probable cause of connector felt wrinkled, prevented fluid exchange is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Initial reporter (full) phone: (B)(6).